Event description:
It was reported after an unknown procedure, there was an issue with disassembly. Tested the handpiece with the test tip, and the device gave error 3. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.